Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: sdr303b implantable pulse generator 2002-(B)(6); 4058m58 implantable pacing lead 1994-(B)(6). (B)(4).

Event description:
It was reported that right ventricular lead had low impedance, no sensing in bipolar, and a threshold that had increased in the last year. The lead was capped and replaced. No patient complications have been reported as a result of this event.